Event description:
The manufacturer received information alleging visualization of particles in the air path. The patient alleges when he plugged it in the screen wouldn't turn on and he saw a little bit of smoke coming out of the top. Patient states cleans the device cleaning solution and with wipes. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.